Manufacturer narrative:
The present report is being submitted as a replacement of 0001822565-2021-00784 submitted by (B)(6) as the product design belongs to winterthur. Kindly void medwatch report 0001822565-2021-00784 and consider the present medwatch report 0009613350-2021-00228. Concomitant medical products: tear drop guide wire 3.0 mm diameter 100 cm length; catalog#: 47-2490-097-00; lot#: 64867311. Znn, cmn lag screw, 10.5 mm, 110 mm including set screw; catalog#: 47-2485-110-10; lot#: 2940288. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head catalog#: 47-2484-037-50; lot#: 64850529. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head; catalog#: 47-2484-035-50; lot#: 64689229. 3.0 mm threaded pin 305 mm length; catalog#: 00-2490-012-30; lot#: unknown. Znn, cmn threaded pin, 3.2 mm; catalog#: 00-2490-450-32; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received x-rays and other source documents for review. The manufacturer received the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to implant fracture.